Event description:
It was reported to the MFR by the surgeon that the recently implanted vns pt had passed away. The surgeon was notified of the pt's death from the pt's family where it was reported that the pt had a seizure while they were at home, and the pt was taken to the emergency room and was pronounced dead on arrival. The pt was taken to the county medical examiner where an autopsy is underway. Follow up with the medical examiner's office indicates that the device has been explanted, and is expected to be returned to MFR for analysis. Per the surgeon the initial implant surgery, which occurred on (B)(6)2010, went well and post-operatively the pt was doing fine. In addition, the surgeon noted that the pt has several concurrent illnesses in addition to epilepsy, and noted that the pt had sleep apnea and was not compliant with using the CPAP machine. The surgeon has followed up with the medical examiner and preliminarily, the medical examiner reported to the surgeon that there is no indication at this time that the death was related to the surgery or the vns device, however the autopsy is not yet completed. Good faith attempts to obtain the autopsy results and additional info are underway.